Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07355. (B)(6) study. It was reported that stent thrombosis occurred and the patient died. In (B)(6) 2013, clinical status assessment identified the patient's qualifying condition as stable angina. Prior to procedure. The patient was found to have abnormal stress test or imaging stress test indicative of ischemia and the patient was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was located in the 2nd obtuse marginal (om) with 75% stenosis and was 12 mm long with reference vessel diameter of 3.5 mm. The target lesion was treated with pre dilatation and placement of a 3.5 x 12 mm study stent and a 4.00 x 12 mm study stent to treat unplanned complications. Following post-dilatation, residual stenosis was 0%. Two days after, the patient was discharged on dual platelet therapy. In (B)(6) 2016, stent thrombosis in both stents occurred and the patient died. As per death certificate, the immediate cause of death was cardiopulmonary respiratory arrest due to or as consequences of hypertension and ethyl alcohol intoxication. No autopsy was performed.